Event description:
Boston scientific received information that an unknown patient with an unknown tachycardia device previously developed an infection. The device was explanted due to an infection ; however, a portion of the lead remains implanted. There was an inquiry on whether an MRI could be performed. Technical services (ts) indicated no and requested the patient's name and or model/serial number. The information was not available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.